Event description:
This is a veterinary event. During a laminectomy procedure, the electric pen drive was not functioning. The device worked for a few seconds and then stopped. It is reported the procedure was delayed approximately 5 minutes while a new device and cord were retrieved. The new device and cord were used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that this electric pen drive does not function was confirmed. The unit was tested and did not start up when power was applied. This is most likely due to normal wear over time.